Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1845020, serial/lot #: (B)(6) /221520314, UDI#: (B)(4) ; product ID: 1845010, serial/lot #: (B)(6)/221463871, UDI#: (B)(4) for product ID: 1845000 , serial/lot #: (B)(6)/219667563 : h3 : product analysis was completed and found that collet and bearings were corroded. H6 : fdr c0601 , fdc d16, img g04011 / g04118 codes applicable. For product ID: 1845020, serial/lot #: (B)(6) /221520314 : h3 : product analysis was completed and found that bearings were corroded. H6 : fdr c0601, fdc d16 and img g04011 codes applicable. For product ID: 1845010, serial/lot #: (B)(6) /221463871 : h3 : product analysis was completed and found that bearings were corroded. H6 : fdr c0601, fdc d16 and img g04011 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before operation, the bur wobbles. There was no patient involvement.